Event description:
It was reported that while using the bd vacutainer® edta 2k that when blood was collected, blood leaked from the bottom of the tube. Both the person performing collection, and the patient came in to contact with blood. There was no report of impact to patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1 initial reporter facility name: (B)(6). Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damage to the bottom of the tube was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of damaged tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged tube. Bd was not able to identify a definite root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.